Event description:
It was reported that the connector came off. The oxygen concentration was high. The event occurred after patient use at the facility. There was patient involvement, but no patient harm or adverse effects were reported as a result of the event.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3011237704-2025-00041. The date of that submission was 24-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the patient outlet connector on the main unit was disconnected. Functional testing was performed, and the oxygen concentration was within specifications at each respiratory rate/ventilation volume setting, and no abnormalities were confirmed. The root cause of the oxygen concentration issue is unknown. Since the peep volume of the main unit was at its maximum position, it is assumed that this was the cause. The outlet connector was reattached to resolve the connector issue. The device then passed all testing.